Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar reported events, the most probable cause of the reported event can be attributed to excessive force applied to the device, operator's technique and/or the loop wire may have contacted with a metallic object during the hf output which can lead to damage of the loop wire. Additionally, the OEM performed a review of the device history records (DHR) for the concerned lot number which revealed no abnormalities or non-conformities during the manufacturing process.

Event description:
Olympus was informed that the loop wire from the device broke off inside the patient during an operative hysteroscopy. The loop wire was removed from the patient. As a result, the procedure was delayed an hour. The intended procedure was completed using a similar device.